Manufacturer narrative:
It was reported that the d850 table allegedly experienced unintended movement on the leg section. A stryker field service technician (sfst) went onsite to perform testing of this table. The sfst found the main pendant connector has a pin bent and the hand pendant has frayed cord. (Physical damages) this should have been inspected prior to usage and replaced. The potential cause for the damage was that the customer ran over the cord, causing a short.

Event description:
It was reported that the d850 table allegedly experienced unintended movement on the leg section. There was no injuries or adverse consequences reported.